Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced atrial fibrillation (af) with clear rr irregularity that did not record as an episode. It was further reported that the issue was the way the icm was programmed. The icm remains in use. No patient complications have been reported as a result of this event.